Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurement. Boston scientific technical services (ts) was contacted by a medical personnel and advised to bring the patient in for further testing. The field representative is attempting to obtain additional information. No adverse patient effects were reported.